Event description:
Please confirm that a soiled needlestick occurred. Yes. Did the provider require diagnostics or treatment to prevent serious injury? Yes. If yes please provide details. Blood test.

Manufacturer narrative:
Updates to tab b provides the additional information received from the customer confirming that a soiled needlestick occurred and that no serious injury has resulted.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint that the needle would not fully retract was confirmed; however, the root cause could not be determined. One 24g insyte autoguard unit from lot #3240092 was provided for investigation. The needle was partially retracted, but the needle tip remained protruding from the grip. The barrel was damaged, which prevented the needle hub from fully retracting. The cause of the barrel damage could not be determined. No other similar complaints were reported from the implicated lot. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte ag bc global needle did not completely retract. The following information was provided by the initial reporter, translated from japanese to english: it was reported that to retract the needle into the barrel after puncture, the button was pressed to retract the needle into the barrel after the puncture, but it was not fully retracted and the needle popped out a little, causing the surgeon to puncture the needle. The nurse said there was no problem after that.